Event description:
It was reported that there was damaged/cleaved manifold tubing.

Manufacturer narrative:
It was reported that there was damaged/cleaved manifold tubing occurred. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.